Event description:
It was reported that stent damage occurred. The 60% stenosed target lesion was located in the severely tortuous and non-calcified right coronary artery. A 3.50x20mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent failed to progress to the lesion due to tortuosity of the lesion. Upon removal of the device, deformity was observed in the distal part of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis. The device was returned with no stent attached. The balloon cones were reviewed, crimp markings were visible on the length of the balloon with slight signs of positive pressure applied- though the balloon was not expanded. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a kink located at 85mm proximal to the distal tip as well as stretching located at 115mm proximal to the distal tip - stretched for approximately 9mm. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 60% stenosed target lesion was located in the severely tortuous and non-calcified right coronary artery. A 3.50x20mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent failed to progress to the lesion due to tortuosity of the lesion. Upon removal of the device, deformity was observed in the distal part of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.